Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: date not available, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported they had been hospitalized with hypoglycemia. The patient's blood glucose levels declined to 45 mg/dl while wearing the pod on their abdomen for an unknown duration of time. Symptoms reported include falling/staggering and confusion, which prompted a call for an ambulance. The patient was treated with unknown fluids and other medications. The patient was unable to recall the name of the medications. The patient was released from the hospital four days later but was unable to confirm the exact days they were admitted. As a result of their confusion during the event, the patient misplaced their controller and a new one had to be ordered. The patient's doctor instructed them not to resume insulin therapy and only take medication orally.